Event description:
It was reported that, a burning smell was coming from the console. There was no patient involved.

Manufacturer narrative:
The console was serviced onsite by a field service engineer (fse). The fse identified a very faint odor coming from the q-switch driver. The q-switch driver, stop switch harness, electrical elbow connector and the stop switch were replaced, which resolved the issue. Therefore, the reported burning smell was confirmed. Furthermore, the q-switch driver, emergency stop switch harness and electrical elbow connector were returned for analysis. These components were visually inspected. The q-switch driver was in overall good physical condition. During analysis of the q-switch driver component, no odor was detected. Due to the time of the event the smell has dissipated. No burn marks were seen on the enclosure surface of the q-switch. Most likely an electrical overstress occurred within the enclosure, and fire was contained, without any damage to subassemblies around it. The q-switch driver was not repairable. The emergency stop switch harness and electrical elbow connector were also in good physical condition. It does not seem that these parts contributed to the burning fault condition.

Event description:
It was reported that, a burning smell was coming from the console. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse identified a very faint odor coming from the q-switch driver. The q-switch driver and the stop switch were replaced, which resolved the issue. Based on the analysis results, the reported burning smell was confirmed. It is likely that the q-switch driver and stop switch being defective caused or contribute to the reported allegation.

Event description:
It was reported that, a burning smell was coming from the console. There was no patient involved.